Manufacturer narrative:
Investigation summary: a 2000e (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 17075858. Further information provided by the customer confirmed one of the connecting products was a bd syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17075858 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Root cause description: the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: the respiratory department reported that the connector was blocked and it couldn't flow the drug fluid. The sample couldn't return. Customer response e-mail was needed.